Manufacturer narrative:
This MDR was corrected from a malfunction to an si, a code was changed from leakage to adverse event without identified device or use problem. 1. DHR/bhr review lot#4109451 1 this batch of products were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3review the production records with no nonconformance, deviation or rework activities. 2. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. Please see attachment pr#(B)(4) coc for the quality certificate. 3. No actual samples and photos have been received for the complaint. 4. According to ma feedback, there are many factors that cause redness and swelling, and possibly related factors include: 1puncture through the blood vessel is not found in time, so that drug leakage or small hematoma, the formation of local swelling. 2lax disinfection during operation causes infection. 3some drugs may cause skin redness and swelling. 4the patient's own physical causes. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion due to there is no abnormality in the production process, no material and process changes; the sterilization process is normal, and the products meet the requirement of bi sterility test before release; the complained sample does not involve product functional issues such as penetration force, and there are no similar complaints from other hospitals about this batch of products, so it cannot be confirmed that this complaint is related to production.

Event description:
On (B)(6) 2024 13:30 patients due to adverse speech 1 day admission, diagnosis: 1. Multiple cerebral infarction; 2. Hypertension level 3; 3. Type 2 diabetes mellitus and neuropathy, follow the doctor's orders to intravenous infusion of venous retention needles, nurses comply with the doctor's advice to the peripheral venous retention needles puncture 1, retention needles a one-time puncture success, fixed secure, retention needles connected to the infusion set for 0.9% sodium chloride injection 100ml, 0.9% ns250ml + calendula 25mg, 0.9% ns100ml + edaravone yukanol injection concentrated solution, butylphthalide 25mg, 0.9% ns500ml + potassium chloride 15ml intravenous drip 40-60 drops / minute the indwelling needle used for three days, the day before the extraction of the catheter is not clogged, fluid leakage, the patient night is not in the hospital room, on (B)(6) 2024 returned to the ward, 09:12 nurse (B)(6) ready to give the patient infusion, the patient complained of left wrist joint at the needle puncture slightly painful, see about 4 × 10cm skin redness and swelling, skin temperature is slightly high, speech is unfavorable to the same admitted to the hospital, the examination: temperature of 36.4 ° c, pulse 79 times / min, respiration 19 times / min, blood pressure 154 / 86mmhg, both lungs breath sounds clear, did not hear and dry and wet rales, found after the examination. And dry and wet rales, found immediately after the removal of the indwelling needle, asked the patient to keep the puncture point dry, at the same time given disinfection, please consult the doctor to consider vasculitis, given disinfection care, magnesium sulfate wet compresses, antimicrobial anti-infective treatment, (B)(6) patients with redness and swelling appeared pus secretion. Google translation: at 13:30 on (B)(6) 2024, the patient was admitted to the hospital for 1 day due to speech difficulties. The diagnosis was: 1. Multiple cerebral infarction; 2. Hypertension grade 3; 3. Type 2 diabetes combined with neuropathy. Intravenous infusion with an intravenous indwelling needle was given as directed by the doctor. The nurse following the doctor's advice, a peripheral vein indwelling needle was punctured once. The indwelling needle was successfully punctured and fixed securely. The indwelling needle was connected to the infusion set and administered 100ml of 0.9% sodium chloride injection, 250ml of 0.9% ns + 25mg of scutellarin, and 100ml of 0.9% ns + etamine. Dalabongyoubin alcohol injection concentrated solution, butyl phthalide 25mg, 0.9% ns 500ml + potassium chloride 15ml intravenously infused 40-60 drops/minute. The indwelling needle was used for 3 days. There was no blockage or fluid leakage in the catheter the day before extubation. The patient was not in the ward at night. On (B)(6) 2024 returning to the ward on the same day, at 09:12, when nurse huang baolai was preparing to infuse the patient, the patient complained of slight pain at the puncture site of the indwelling needle in the joint of the left wrist. He saw about 4×10cm of red and swollen skin, a slightly higher skin temperature, difficulty speaking, and was admitted to the hospital for a physical examination. Body temperature 36.4°c, pulse 79 beats/min, respirations 19 times/min, blood pressure 154/86mmhg, breath sounds in both lungs were clear, and no dry or wet rales were heard. The indwelling needle was removed immediately after discovery, and the patient was instructed to keep the puncture point dry. Disinfection was performed at the same time, and vasculitis was considered for consultation. Disinfection and care were provided, magnesium sulfate wet compresses were applied, and antibiotics were used to treat infections. On (B)(6), purulent secretions appeared in the red and swollen areas of the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked(B)(6) 2024 13:30 patients due to adverse speech 1 day admission, diagnosis: 1. Multiple cerebral infarction; 2. Hypertension level 3; 3. Type 2 diabetes mellitus and neuropathy, follow the doctor's orders to intravenous infusion of venous retention needles, nurses comply with the doctor's advice to the peripheral venous retention needles puncture 1, retention needles a one-time puncture success, fixed secure, retention needles connected to the infusion set for 0.9% sodium chloride injection 100ml, 0.9% ns250ml + calendula 25mg, 0.9% ns100ml + edaravone yukanol injection concentrated solution, butylphthalide 25mg, 0.9% ns500ml + potassium chloride 15ml intravenous drip 40-60 drops / minute the indwelling needle used for three days, the day before the extraction of the catheter is not clogged, fluid leakage, the patient night is not in the hospital room, on(B)(6) 2024 returned to the ward, 09:12 nurse huang baolai ready to give the patient infusion, the patient complained of left wrist joint at the needle puncture slightly painful, see about 4 × 10cm skin redness and swelling, skin temperature is slightly high, speech is unfavorable to the same admitted to the hospital, the examination: temperature of 36.4 ° c, pulse 79 times / min, respiration 19 times / min, blood pressure 154 / 86mmhg, both lungs breath sounds clear, did not hear and dry and wet rales, found after the examination. And dry and wet rales, found immediately after the removal of the indwelling needle, asked the patient to keep the puncture point dry, at the same time given disinfection, please consult the doctor to consider vasculitis, given disinfection care, magnesium sulfate wet compresses, antimicrobial anti-infective treatment, (B)(6) patients with redness and swelling appeared pus secretion.